Manufacturer narrative:
The reported failures of err_perm_fail_int_li_ion and err_tda_cell_under_voltage_int_battery_log _only are accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for these failures are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failures in question have led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. The device mentioned in this complaint has exceeded its useful life per the applicable IFU.

Event description:
A trilogy100 ventilator, u.s.a. Device was returned to a third-party service center for evaluation. There was no allegation of patient harm. During the evaluation, the device failed the functional test for error err_perm_fail_int_li_ion (error code 193) and error err_tda_cell_under_voltage_int_battery_log _only (error code 210). From this failed test, the internal battery pack was found to be damaged and was replaced. Additionally, the evaluation of the device data in the functional test identified unrelated error codes. These error codes are consistent with normal device operation and expected use conditions and are not considered reportable under medical device reporting requirements. No evidence was identified to suggest that these error codes contributed to or caused the reported event. The device also failed the check internal battery capacity test step. The service technician also noted that the trilogy handle kit was cracked, the base enclosure was cracked, the rubber feet were missing, and the dc power connector cable was damaged; all of which were repaired to address the issues. After the evaluation and rework were complete, the device passed all final testing.